Event description:
Boston scientific received information that that during a procedure to upgrade the patient's device, the right atrial (ra) and right ventricular (rv) leads were stuck in the header. The physician had to use a drill and "destroyed" the header. The ra lead could not be reused, but the rv lead had good capture and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.